Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received questionable benzodiazepines plus-online version (benz) results for one patient. A urine sample from the patient in (B)(6) 2010 generated a negative result. (The specific value and date of testing were not provided). This sample was not repeated or sent for confirmation testing. Since the patient had been previously tested positive for benz, the patient was redrawn (B)(6) 2010 and the benz result was -169 ng/ml. This benz value was reported outside the laboratory as negative. The (B)(6) 2010 sample was sent out for confirmation testing. Confirmation testing was performed on (B)(6) 2010 and generated a positive lorazepam (benz) result of >1000 ng/ml. The customer inquired whether the patient's medications (carisoprodol, soma, sopradal, vanadom and "adavan" (ativan)) could be interfering with the assay. The physician had added carisoprodol in (B)(6) 2010 but had not changed the adavan. The patient was not adversely affected due to this event. The benz reagent lot number was 15628600. The field service representative was unable to determine a specific cause. He performed checks of the measurement system including quality control. All checks and tests were acceptable.

Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 70 mg/dl, 40 mg/dl, and 0 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.